Event description:
It was further reported that the pace/sense portion of the right ventricular (rv) lead was replaced due to sensing failure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the pace/sense portion of the right ventricular (rv) lead was replaced. The high voltage portion of the lead remained in use. No patient complications have been reported as a result of this event.